Event description:
It was reported that the "balloon was found missing when the customer was about to test the balloon before use." No patient injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3cc limited volume syringe was returned for evaluation. No introducer was returned. The balloon was found to be ruptured or cut at the central area of the latex. As received, a section of the balloon was inverted at the distal tip. The proximal side of the latex was missing. No visible damage to the catheter body or returned syringe was observed. Visual examinations were performed at 20x magnification. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of balloon missing was confirmed during the evaluation. There was no indication of a manufacturing nonconformance noted during the analysis. It is not known if device handling may have contributed to the event. No actions will be taken at this time.